Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 15mm amplatzer septal occluder (aso) was selected for implant. Upon deployment the device deformed into a cobra shape. It was retracted from the patient prior to released from the delivery cable and redeployed outside the patient without deformation. There was an attempt at a second deployment inside the patient but the deformation appeared again. There was no in interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was replaced with a 16mm amplatzer septal occluder and the procedure was completed without further incident. The was delay in the procedure but the patient remain hemodynamically stable, throughout the procedure.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with a 15mm amplatzer septal occluder is a 7f.